Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed slight discoloration on the m15 connector. The cable failed continuity testing due to an open connection on the inner shield inside the rd15 connector. The cable was connected to a known working monitor and a "no sensor" error message was displayed, the sensor led did not illuminate. Additionally a sensor was connected and disconnected from the cable five times and no sparks were observed.

Event description:
The customer reported that when a sensor was plugged into the cable, there was a spark, and the cable has burn marks on it. No patient impact or consequences were reported.